Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. (B)(4). Buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020 a patient in (B)(6) underwent a procedure for the re-placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020 it was reported that during a visit it was detected the peg could not be mobilized well and the patient felt pain at the peri-stomal area. A video visit was carried out remotely as requested by the gastroenterologist, highlighting the poor mobilization of the peg (no more than 1 cm) accompanied by peri-stomal pain.